Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a low battery, died at work, place a new battery in insulin pump it was telling to rewind, they need to change the time and date and getting a compromised force sensor system alarm. The customer blood glucose level was 215 mg/dl. Troubleshooting was performed. Customer states the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No a33 alarm noted during test.